Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. When powered on the display blinks off and on constantly. Internal inspection revealed a damaged component on the system board. The lcd screen was replaced and the unit functioned as designed.

Event description:
The customer reported intermittent backlight and display. No patient impact or consequences reported.